Manufacturer narrative:
Pr (B)(4) follow up: it was reported the suction piston of the prefilled catheter irrigator was disconnected. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an empty syringe with no packaging flow wrap or tip cap. The plunger rod has been disassembled from the rubber stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number 306595, lot 3310705. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Additional information received: the specific description of the operator's feedback is as follows: release the resistance according to the normal operating process to activate, then remove the end cap and exhaust. During catheter maintenance, blood needs to be drawn back to confirm if the catheter is unobstructed. When drawing back blood, the rod core and rubber plug separate, the rubber plug remains in the pre-charge, and the rod core falls off. Batch#3310705. On (B)(6), when preparing to treat the patient, the suction piston of the prefilled catheter irrigator was disconnected and could not be used. Replace the flusher immediately and contact the manufacturer for help. Because it was discovered in time, there was no impact on the patient.

Event description:
On (B)(6) when preparing to treat the patient, the suction piston of the prefilled catheter irrigator was disconnected and could not be used. Replace the flusher immediately and contact the manufacturer for help. Because it was discovered in time, there was no impact on the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.